Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with missing retainer and missing reservoir tube o-ring. Insulin pump passed the self-test, sleep current measurement, and the active current measurement. Unable to perform the displacement test due to missing retainer. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was also received with scratched case, case cracked behind the insulin pump was near the battery compartment, cracked battery tube threads, missing display window cover, end cap address label fading, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 72 mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. The customer was also advised that the device would be replaced. The product will not be returned.